Event description:
It was reported that the patient was unhappy with small amount of leakage due to performance issues, even though device appears to close the urethra correctly. There were no patient complications related to the device.